Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID #(B)(6). Date of event: unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: part # 03.037.030, lot # 9354791, manufacturing site: (B)(4), manufacturing date: 06. Feb. 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a trochanteric fixation nail (tfn) construct on an unknown date. Patient underwent removal of the tfn on (B)(6) 2016. The reason for removal is unknown. After completion of the procedure, it was noted during sterile processing the helical blade was still attached to the extractor. The helical blade became twisted in an attempt to remove it from the extractor. In the process of twisting the helical blade, the tip of the extractor broke off. This complaint involves one device. Concomitant medical device reported: (helical blade, part # unknown, lot # unknown, quantity of 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the following complaint device was received for evaluation: one (1) helical blade/screw extractor (part: 03.037.030 / lot: 9354791) the complaint condition is confirmed. A visual inspection and drawing review were performed as part of this investigation. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. The returned implant is part of the depuy synthes tfnadvanced proximal femoral nailing system. The helical blade/screw extractor is used to remove an implanted helical blade/screw. Upon visual inspection, the complaint condition is confirmed as the distal tip has sheared off from the rest of device and was not returned. The balance of the device is in fair condition with minimal signs of wear and tear. A review of the current design drawing and available history for the top level drawing for the screwdriver was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A device history record review showed no non-conformance reports were generated during production. No definitive root cause was able to be determined; a possible cause could be too much torsional force applied while attempting to remove the helical blade from the instrument leading to the brakeage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the breakage occurred in sterile processing following a surgical procedure on (B)(6) 2016. It is unknown if the breakage occurred same day ((B)(6)) or after. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Corrected data: the breakage occurred in sterile processing. No patient involvement. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report will address the post-operative breakage of the extractor. The reason for the revision will be captured in and reported under linked complaint com-(B)(4).